Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 3 ml ll 200 s/c has experienced two cases of difficult plunger movement during use. The following has been provided by the initial reporter: material no. 309657, batch no. 8222980. It was reported there is resistance while drawing insulin. Description of issue: customer reported fill resistance while drawing insulin from the vial (not the cartridge). Event date is tentative as customer reported it happened within the last 2 months. Customer reported she would change out syringe while still using the same cartridge each time to load insulin into the cartridge, complete load sequence, and resume insulin therapy on the pump.

Event description:
It has been reported that the syringe 3ml ll 200 s/c has experienced two cases of difficult plunger movement during use. The following has been provided by the initial reporter: material no. 309657 batch no. 8222980. It was reported there is resistance while drawing insulin. Description of issue: customer reported fill resistance while drawing insulin from the vial (not the cartridge). Event date is tentative as customer reported it happened within the last 2 months. Customer reported she would change out syringe while still using the same cartridge each time to load insulin into the cartridge, complete load sequence, and resume insulin therapy on the pump.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.